Manufacturer narrative:
Results: the pet lock on the proximal end of the penumbra smart coil (smart coil) pusher assembly was broken. The pusher assembly was kinked approximately 153.0, 90.0, and 35.0 cm from the distal tip. The coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed that the smart coil pusher assembly was kinked in multiple locations on both the metal hypotube and the polymer sections. If the smart coil is manipulated with force at extreme angles, damage such as this may occur. Even though functional analysis revealed that the pusher assembly could be advanced through a demonstration microcatheter without issue, the observed kinks may have contributed to the resistance experienced by the physician during advancement of the smart coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01263.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (a-com) using penumbra smart coils (smart coils). During the procedure, while consecutively advancing two smart coils through a non-penumbra microcatheter, the physician experienced resistance with both smart coils. The physician indicated that the smart coils texture felt harder when resistance was encountered while pushing the coils out of the microcatheter and resistance was experienced again around the position where the marker on the coils pusher assemblies came close to almost matching the second marker of the microcatheter. Although resistance was experienced while advancing both smart coils through the microcatheter, the physician was able to successfully deploy and detach both smart coils in the target vessel without issue and the procedure was completed at that point. There was no report of an adverse effect to the patient.